Event description:
The device was used during a lar procedure. Reportedly, the instrument did not fire. The surgeon performed a colostomy and there was unexpected tissue loss. The hospital has reported the patient's condition is satisfactory.